Manufacturer narrative:
Additional information has been requested. This device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During a left shoulder procedure, the surgeon was using the drill guide left with the 7.4 mm drill bit 200mm and it was so tight it produced metal shavings which were retrieved. Surgeon selected another 7.4 mm drill bit 150 mm and it also was tight and produced shavings which were retrieved. Surgeon was able to complete the procedure. This is one of four reports for this event.